Event description:
It was reported to philips that system would not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the system did not boot up or shut down, and kind of stuck in an alarm loop. As a part of troubleshooting, the fse checked the system and found the issue with the host pc which was not booting up and was completely dead. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction of the power supply of the host pc, preventing the system from being turned on. Following the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.